Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no report of patient of staff injury was reported. No further information is available.